Event description:
It was reported that during shoulder surgery, the unit caused a large serpentine third degree burn under the right arm of the patient.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. Past complaints involving a similar product and failure mode have been primarily caused by user error. The IFU for the product cautions against leaving the adapter attached to the lightcable without a scope attached. If this occurs, the lightsource will continue to generate heat which in turn could cause burns or fires if allowed to come into contact with drapes, cloth, or paper. In this particular complaint, it is difficult to determine the root cause since the product was not returned for investigation. In sum, the customer complaint could not be confirmed as the product was not returned for investigation. The failure mode will be monitored for future reoccurrence.